Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received vio dv iesu involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Multiple errors were found upon reviewing system log indicating that redundant power supplies were failing. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system. The unit cauterized/recognized all instruments and ports. The root cause is attributed to a defective component.

Event description:
It was reported that the vio dv integrated electrosurgical unit (iesu) kept turning off. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site had moved the iesu power cord to another outlet and reseated the power cord, but the issue was not resolved. Tse did not find any related error in the logs. Tse advised site to use force triad. There was no report of patient harm.